Manufacturer narrative:
This report is submitted on september 15, 2020.

Event description:
Per the surgeon, the patient experienced a skin infection at the abutment site. The treatment of the infection was not specified.